Event description:
Procedure: retro gastric jejuno-enterotmy. Reportedly, the surgeon felt a full compliment of staples did not fire. When the instrument was removed, the gastric jejunostomy opened up. Staples were seen at the distal end, but not at the proximal end of the anastomosis. The surgeon made a brief attempt to hand sew, but it was very difficult. Patient was then opened and the surgeon removed the portion of tissue that was partially stapled to create another gastric jejunostomy.